Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of over infusion of dexemedetomidine was confirmed and replicated during testing of the device. The returned device was fully inspected, and laboratory tested. The pump module was identified with a broken upper platen post. ¿ a broken upper platen post hinge can result in unregulated fluid flow depending on the alignment of the platen at the time of the infusion. ¿ the alaris system user manual version 9.33 notes that regular inspection for damage is required before usage and that failure to perform this task can result in improper instrument operation. ¿ bd recommends that all pre-inspections of the instrument be performed before device use. A qualified technician or biomedical engineer must perform inspections at least once a year or as required in accordance with bd guidelines. ¿ field safety notice - mms-20-3810 addresses platen damage on the pump module 8100 concerning hardware situations. ¿ laboratory testing found the device delivering fluid outside of specification with the original damaged platen installed. However, rate accuracy testing successfully passed with a known good platen assembly. ¿ the customer provided an event date of 08 july 2024. The event time was reported to be at 3:45 pm. ¿ on 08 july 2024, at 3:44 pm, the pump module was selected, and the user programmed a primary infusion using "guardrails drugs¿ ¿drugld= 195" was selected ¿dexemedetomidine¿ for a primary infusion at a rate 3.1 ml/hr and a vtbi of 70ml. The infusion was started. ¿ at 3:57 pm, the pump module was paused, and the infusion was restarted. ¿ between the time of 3:59 pm and 4:00 pm, the user selected the unit and titrated the dose from 0.6mg/hr to 1mg/hr a total of two (2) times. The rate changes were between 3.1 ml/hr and 15.3ml/hr. The infusion was started and paused within seconds. ¿ at 4:00 pm, the unit was removed. No further infusions were noted on this day. ¿ the total primary volume infused for the three programmed primary infusions was calculated to be 0.696ml ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. ¿ note to repair center: device was disassembled for this investigation, please ensure proper assembly and retorque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the customer's report of an over infusion is due to a broken upper hinge on the pump module membrane frame assembly. A physically broken upper hinge on the membrane frame may cause the platen to move. If this issue occurs during an infusion, unregulated flow may occur. The probable cause of the broken upper hinge on the membrane frame assembly is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump module was involved in an over infusion of dexmedetomidine. The medication was a routine order with a manually programmed intended rate of infusion of 3.1ml/hr with a volume to be infused of 70ml and a concentration of 400mcg in 100ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction: the report of over infusion of dexemedetomidine was confirmed and replicated during testing of the device. The returned device was fully inspected, and laboratory tested. The pump module was identified with a broken upper platen post. A broken upper platen post can result in unregulated fluid flow depending on the alignment of the platen assembly at the time of the infusion. The alaris system user manual version 9.33 notes that regular inspection for damage is required before usage and that failure to perform this task can result in improper instrument operation. Bd recommends that all pre-inspections of the instrument be performed before device use. A qualified technician or biomedical engineer must perform inspections at least once a year or as required in accordance with bd guidelines. Field safety notice ¿ mms-20-3810 addresses platen damage on the pump module 8100 concerning hardware situations. Laboratory testing found the device delivering fluid outside of specification with the original damaged platen installed. However, rate accuracy testing successfully passed with a known good platen assembly. The customer provided an event date of (B)(6) 2024. The event time was reported to be at 3:45 pm. On (B)(6) 2024, at 3:44 pm, the pump module was selected, and the user programmed a primary infusion using ¿guardrails drugs¿ ¿drugid= 195¿ was selected ¿dexemedetomidine¿ for a primary infusion at a rate 3.1ml/hr and a vtbi of 70ml. The infusion was started. At 3:57 pm, the pump module was paused, and the infusion was restarted. Between the time of 3:59 pm and 4:00 pm, the user selected the unit and titrated the dose from 0.6mg/hr to 1mg/hr a total of two (2) times. The rate changes were between 3.1ml/hr and 15.3ml/hr. The infusion was started and paused within seconds. At 4:00 pm, the unit was removed. No further infusions were noted on this day. The total primary volume infused for the three programmed primary infusions was calculated to be 0.696ml it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the customer's report of an over infusion is due to a broken upper hinge on the pump module membrane frame assembly. A physically broken upper hinge on the membrane frame may cause the platen to move. If this issue occurs during an infusion, unregulated flow may occur. The probable cause of the broken upper hinge on the membrane frame assembly is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break. Additional information : imdrf annex a, g, c, d codes and manufacturer narrative. Note that imdrf annex a0709, c16, d0301, g0301204 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump module was involved in an over infusion of dexmedetomidine. The medication was a routine order with a manually programmed intended rate of infusion of 3.1ml/hr with a volume to be infused of 70ml and a concentration of 400mcg in 100ml. There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module was involved in an over infusion of dexmedetomidine. The medication was a routine order with a manually programmed intended rate of infusion of 3.1ml/hr with a volume to be infused of 70ml and a concentration of 400mcg in 100ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.